Event description:
It was reported that the core impaction drill heated up at the end of a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, a number of components were found to be worn or damaged including the nose cone and rotor.